Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the microscope was not tracking and the scope bracket showed disconnected. The tracker was disconnected from the system. The broken microscope cable was removed and a loaner cable was delivered. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the scope was not communicating. The medtronic representative was going to attempt to use another navigation device to isolate the issue to the cable potentially. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the continuity test revealed an open in the returned cable from pin 1 of the small lemo connector to pin 11a of the odu-mac connector. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.